Manufacturer narrative:
G4): in the initial MDR, this area was populated with the complaint's initial aware date. However, this bridge balloon complaint was not determined to be reportable until (B)(6) 2019, after investigation of the event and requests for more procedure detail were completed. The complaint was determined to be reportable on (B)(6) 2019, and the initial MDR was submitted the same day. This supplemental correction report captures the date the complaint became reportable, on (B)(6) 2019. H3 other text : placeholder.

Manufacturer narrative:
Weight: patient weight unavailable. Description of event: there is no allegation of bridge malfunction. It performed as it is designed and intended. Due to the innominate vein being proximal to the svc, it is expected that if the bridge device was inflated within the svc, it would increase the pressure of the blood flow proximal to the bridge device. This area of injury (the innominate vein to the top of the svc) would have had increased pressure of blood flow at the injury site. The bridge balloon is not indicated to occlude injuries in the innominate region. Per report, the physician identified the area of injury (right innominate tear from the clavicle to the top of the svc) prior to bridge inflation (the patient's chest was open during the procedure. It has not been determined whether the physician attempted to deflate the bridge balloon after increased bleeding was noted at the injury site. It has not been determined whether the increased bleeding contributed to the death of the patient. It has been confirmed that the repair took several hours due to the difficulty of accessing the tear. This report is being submitted conservatively to reflect the event, the use of the bridge occlusion balloon to attempt a rescue, and increased bleeding reported at the area of injury after the bridge balloon was inflated. The bridge device performed as designed, with no alleged malfunction of the bridge device.

Event description:
A right sided access lead extraction procedure commenced to remove 4 leads: three right ventricular (rv) leads and one right atrial (ra) lead due to need for MRI, non functional leads, redundant leads and noise on the lead. The case was high risk and a sternotomy was performed since the patient was to have concomitant coronary artery bypass surgery in the same procedure. Lead locking devices (lld's) were placed within each of the leads as a traction platform. The physician successfully removed 2 leads (rv and ra) using an 11fr tightrail mini to gain venous access, then proceeded to use an 11fr tightrail (long). The device required a lot of manual handling to extract, but both leads came out with no complications. With the remaining rv leads, one which was a fineline product, difficulties were encountered. Md began extraction attempt of one of the remaining rv leads (not the fineline) using the 11fr tightrail (long); after making minimal progression, it was noticed that lead integrity began deteriorating as the lead body came back on the lead, over the lld, exposing the insulation. It was at this point the physician switched to a 14f glidelight device with the plan to leave the terminal pin on the fineline lead and remove the o-rings. Small advancements were made in rv extraction attempt using the glidelight until it was noticed that the fineline was preventing further progression around the right innominate area. At this point md switched over to the fineline lead where he successfully made advancement over the lead and halfway done the superior vena cava (svc) where the other rv lead was restricting advancement on the fineline. Md then switched back to the other rv lead to proceed with extraction attempt by using manual tools (tightrail). It was noticed instantly that there was difficulty regaining venous entry using the tightrail 11fr (long), so md decided to return to the glidelight device in attempt to remove the rv lead which wasn't the fineline. He made advancement until it was noticed that there was heavy calcification and the glidelight stopped advancing. Md switched back to the tightrail, this time making progress where the laser stopped. Noticing the lead was continuing to deteriorate, and only ¼ way down the svc, he returned to use of the glidelight in order to maintain lead integrity. It was at this point the physician reported that he was considering stopping and would try lead removal from by placing the patient on bypass, but wanted to try once more with the glidelight. He gained venous entry and was in the right innominate where he activated the laser once more and at this point saw a large volume of blood in the chest. He noted a right innominate tear from the clavicle to the top of the svc (this injury is captured in MDR 1721279-2019-00095, for reference). Rescue efforts commenced immediately, including additional rescue device and bypass. The spectranetics bridge occlusion balloon (designed to reduce blood loss by occluding an injury within the superior vena cava (svc)until repair can be made) was prepped prior to the procedure and ready for use as a rescue device in case a superior vena cava (svc) tear were to occur during lead extraction. When the patient's blood pressure dropped, the bridge balloon was inflated within the svc. However, since the tear occurred in the right innominate vein, the bridge device was not able to occlude the injury, and it was reported that increased bleeding occurred in the area of injury after the bridge was inflated. The surgical repair took several hours due to the difficulty of accessing the tear, given its location (despite having the chest already open); however the repair was successfully completed. The patient was moved to ICU where the patient remained stable but with poor to no renal output. One day after the operation the patient remained stable and in this condition with patient opening eyes and limb movement. Renal function was still poor so dialysis was used; patient was still ventilated. 3 days post procedure the patient started to show signs of multi-organ failure and on (B)(6) 2019, the patient died from multi-system organ failure.